Event description:
In this event it was reported that an estylus handpiece 1:5 ca attachment became hot while in use; no injury resulted.

Manufacturer narrative:
As received, the handpiece was not rotating. After one maintenance cycle, the handpiece was rotating again, but it functioned for only one minute. Also, black debris and oil came out from both sides of the head. We measured the current required to drive the attachment at 200krpm. It required twice as much current required to attain this rpm as with a new attachment. All of these factors indicate severe wear of the drive assembly and this wear was not created during our testing. Product performances must have been significantly and noticeably deteriorating for some time. We then disassembled the handpiece and noticed that there was significant wear on all of the gears, including all gears on the drive dog axle assembly. The o-rings that are sealing the cooling conduit are worn out. Consequently, the drive system is not cooled efficiently and thus intensified the heating up of the handpiece. A DHR review was also conducted with no discrepancies noted. Root cause is determined to be excessive use/abuse.